Event description:
It was reported that the patient stopped following the recharge protocol due to the patient receiving ineffective therapy.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error..

Event description:
Additional information received indicated the implantable pulse generator (ipg) was explanted and replaced with a non-rechargeable ipg. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not follow the recharge protocol, thus making the ipg inoperable. An abbott rep met with the patient and confirmed the status of the inoperable ipg. As a result, surgical intervention may take place to address this issue.